Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water flow issues from the air/water flow system (clogged nozzle), bending section rubber glue worn out and peel-off, distal end cover dented and insulation out of range, light guide lens chipped, scope connector leaking air/water, control unit deformed, light guide tube wrinkled, air-valve unit corroded, connecting tube insulation inside standard but close to less value and a charged coupled device lens scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had problem with the aspiration system. Upon inspection and testing of the customer returned device, air/water supply volume was inspected for an air and water flow issue and neither air/water at the output of the endoscope was observed due to a clogged nozzle (biologic remain). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.